Event description:
New information received notes that the patient presented to the emergency room after receiving multiple inappropriate shocks due to atrial fibrillation with rapid ventricular response. The device was reprogrammed.

Event description:
It was reported that patient received inappropriate therapy for rapid atrial fibrillation. Upon patient request high voltage therapy was disabled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.